Event description:
The patient received the scs system on (B)(6) 2011. It was reported that the patient is without stimulation as the amplitude on patient's programmer stops at perception. The patient is scheduled to meet with the sjm representative for reprogramming. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.